Manufacturer narrative:
The information in field d3 was inadvertently missed during the initial submission. This submission is to correct the report to include this additional information.

Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest tradition pro handpiece would not hold burs. No injury resulted in any of the events.